Event description:
A report was received that an hcw experienced nausea, headache, sore throat, and dried skin during contact with cidex opa. Hcw comes in contact with cidex opa six hours/day twice week. She saw a physician and was given tylenol, tramal and plasil. She wore personal protective equipment. It was stated that the room has no humidity control and one exhaust system but no info was provided regarding air exchanges.

Manufacturer narrative:
Date of event: unk. Inhalation.